Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ alcohol swabs 100count the label was illegible. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer that the customer provided a photo of alcohol swabs that are damaged and discolored.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-jan-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported while using bd¿ alcohol swabs 100count the label was illegible. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer that the customer provided a photo of alcohol swabs that are damaged and discolored.